Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Technical support was contacted regarding an unrelated event to review the session records. It was then noted that there was a vibratory alert indicating that a high, out-of-range pacing impedance was noted on the left ventricular (lv) lead. No known intervention has been conducted. The patient was stable and will continue to be monitored.